Event description:
The pt was implanted with left ventricular assist device. The surgeon reported that the pump parameters changed, flows fluctuated and power increased. The pump's speed was decreased and pi improved, but flows continued to fluctuate. The surgeon wanted to send the pt to rehab, but he was concerned about suspected pump thrombus. The pt had high lactate dehydrogenase, ci 2.1, CT scan was ok, and inflow and outflow were ok. Mild al and some right heart failure, mean bp 70-80. The surgeon also felt that he heard a higher pitch pump sound. The pt was using a pocket system controller. The surgeon requested an epc system controller and may possibly take the pt to the operating room to evaluate for pump thrombus. The pocket system controller was exchanged to the back up pocket system controller and the flows stabilized. They are planning to take the pt to the cath lab for an av node ablation.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.